Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and added h10 related report number. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Per imagery of the devices, it was observed that the delivery system balloon was burst radially, and the sheath liner was torn with the presence of a liner strand. Imagery of the patient's anatomy was provided, and the following was observed: calcification present in sinotubular junction (stj), and tortuosity and calcification are present in left access vessel. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The delivery system balloon burst was confirmed. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as it was reported that the balloon likely ruptured due to stj calcium and imagery confirmed the presence of calcification in the stj. Additionally, it was noted that additional 3cc of volume above nominal were added to the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The difficulty withdrawing the delivery system through the sheath was confirmed. Available information suggests procedural factors (withdrawal of altered balloon profile, non-coaxial withdrawal) likely contributed to the event as imagery revealed the presence of tortuosity in patient's access vessel. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, tortuous patient anatomy could result in non-coaxial angles of withdrawal during system retrieval, potentially causing the reported withdrawal difficulties because of sub-optimal angles created during retrieval of the delivery system through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences field clinical specialist, a balloon burst and withdrawal difficulty of a 29mm commander delivery system during a tavr procedure resulted in a perforation of the left external iliac and stent placement. A 29mm sapien 3 ultra resilia valve was prepared with an additional 3cc of volume above nominal for a transcatheter aortic valve replacement procedure via left-sided transfemoral approach. Upon valve deployment, the 29mm commander delivery system balloon burst. It was thought that the balloon likely burst due to sinotubular junction calcium. The valve appeared fully deployed. The physician was able to retract the burst delivery system balloon back into the 16fr esheath+. The delivery system seemed to come back easily into the sheath. However, there was difficulty removing the sheath. The physician advanced the delivery system a few centimeters inside the sheath (delivery system balloon was still inside the sheath), which allowed them to remove the devices as a unit. Upon device removal, it was noted that the liner of the sheath was split, and the burst delivery system balloon was exposed. Additionally, images of the devices show a liner strand. It is unknown exactly when the sheath damage occurred, but it was thought to have happened when the delivery system was pulled into the sheath during removal. A femoral angiogram revealed a perforation near the left external iliac. The physician then proceeded to give protamine and was able to balloon tamponade the perforation. Two covered stents were successfully implanted in the left iliac/external iliac and the perforation resolved. The patient did receive two units of red blood cells but remained stable throughout the case. The patient was taken to the ccu after the case was completed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: h10 related report number.